Event description:
It was reported that the customer had high blood glucose levels of 174 mg/dl. The customer reported a sensor error and lost sensor alert from the insulin pump. Troubleshooting was done. The sensor was removed from the customer's body and the sensor was only one-eight inch long. The customer was advised to change the sensor of the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Sensor performed bicarbonate buffer test. Both sensors passed with accurate readings. No broken or missing were observed during analysis. Found both cannulas bent.